Manufacturer narrative:
If explanted, give date: not applicable as the lens was inserted and removed. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations requested for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 25.5 diopter intraocular lens (iol) was inserted and removed in the same procedure from a male patient's right eye. The physician noticed vitreous loss just after the lens was inserted. The physician performed a vitrectomy and successfully implanted an anterior chamber lens in its place. An incision enlargement and sutures were required, but there was no patient injury reported. The lens that was removed was lost and will not be available for evaluation. Further information was provided through follow up with the surgery center. It was noted that when removing viscoelastic, capsule tear was noticed. Vitreous was seen coming through the noted capsule tear. There was no blood or membrane coming from the tear. The surgery center did not see any malfunction or issue with the lens. There is no information about patient's pre-existing condition in patient's chart. They could not provide a specific cause of the capsule tear.